Event description:
The sonicision handpiece did not make the second tone that indicates cutting (vs. Coag); opened a new handpiece to complete the procedure.manufacturer response for sonicision handpiece, (brand not provided) (per site reporter).======================took a description of the problem; issued ftr#, and sent a return kit.